Manufacturer narrative:
Four locking caps, two 5.5 x 50mm tav rods, and four tulip/screw assemblies were returned. Visual inspection shows significant wear on the bottom of each locking cap as well as the rods. The wear pattern on the bottom of all caps is confined to the outside edge. This type of wear pattern could indicate that the cap underwent edge loading during tightening. This could occur if the cap was prevented from being able to normalize to the rod during tightening. An exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was completed due to creo mis locking caps loosening and rods migrating post-operatively.